Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, approximately 1 year and 5 months after insertion, she became pregnant with subsequent miscarriage. Then, she started to experience abdominal pain as well as other nonserious events and, three months later, she underwent a bilateral salpingectomy and coils were removed. During removal procedure right micro-insert was not in the fallopian tube, could not be located (seen as device dislocation). During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown and, given its nature, the device dislocation was considered related to essure. Unintended pregnancies may occur during any contraceptive use. In this case, it was not reported whether patient underwent a confirmation test and 3 months after the miscarriage, one of the coils was found to be dislocated. However, based on its nature, the causality between the pregnancy (device ineffective) and essure device cannot be excluded. Miscarriage is the most common complication of early pregnancy. In this case, miscarriage occurred at (B)(6) of gestational age. Given the above mentioned information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was considered unrelated to the insert. This case was regarded as incident since intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected only through litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right micro-insert was not in the fallopian tube, could not be located during the bilateral salpingectomy procedure"), abortion spontaneous ("miscarriage at (B)(6) gestation") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant/required intervention). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). The patient's last menstrual period was on an unknown date. In 2015 ((B)(6) 2015), the patient experienced abortion spontaneous (seriousness criterion medically significant) with vaginal haemorrhage. She was treated with dilation and curettage procedure. In (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain, when not menstruating"), menorrhagia ("heavy bleeding during menstruation"), dysmenorrhoea ("abnormally severe pain during menstruation"), dyspareunia ("pain during intercourse"), rash ("abdominal rashes and itching") and pruritus ("abdominal rashes and itching"). The patient was treated with bilateral salpingectomy. At the time of the report, the device dislocation, abdominal pain, menorrhagia and dysmenorrhoea had not resolved and the abortion spontaneous, pregnancy with contraceptive device, dyspareunia, rash and pruritus outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device dislocation, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, rash and pruritus to be related to essure. The reporter commented: since her removal surgery (right coil not found), she continues to experience severe pain and heavy bleeding during menstruation, as well as severe abdominal pain, when not menstruating. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: pregnancy test urine result was positive. In (B)(6) 2015: ultrasound scan result was (B)(6) pregnant and urine analysis result was (B)(6) pregnant. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, approximately 1 year and 5 months after insertion procedure, she became pregnant with subsequent miscarriage. Then, she started to experience abdominal pain as well as other nonserious events and, three months later, she underwent a bilateral salpingectomy and coils were removed. During removal procedure right micro-insert was not in the fallopian tube, could not be located (seen as device dislocation). During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown and, given its nature, the device dislocation was considered related to essure. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether patient underwent a confirmation test and 3 months after the miscarriage, one of the coils was found to be dislocated. However, based on its nature, the causality between the pregnancy (device ineffective) and essure device cannot be excluded. Regarding the miscarriage, it is the most common complication of early pregnancy. In this case, miscarriage occurred at 10 weeks of gestational age. Given the above mentioned information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was considered unrelated to the insert. This case was regarded as incident since intervention was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right micro-insert was not in the fallopian tube, could not be located"), abortion spontaneous ("miscarriage at 10th week gestation") and pregnancy with contraceptive device ("pregnancy with essure") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "right micro-insert was not in the fallopian tube and could not be". The patient's past medical history included d & c, gravida ii and parity 3 ((B)(6) 1995, (B)(6)1997, (B)(6)2 001). Concurrent conditions included vaginal haemorrhage and ovarian cyst. Concomitant products included difluprednate (prenate) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 6 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)") and dyspareunia ("pain during intercourse"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) with vaginal haemorrhage. In (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation"), rash ("abdominal rashes and itching") and pruritus ("abdominal rashes and itching / itching in and around midsection/bellybutton area"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, psychological trauma ("dealing with trauma of an unexpected pregnancy"), erythema ("redness in and around midsection/bellybutton area") and uterine pain ("uterine pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy with removal of essure on the right side) and surgery (in (B)(6) 2015 or (B)(6) 2015, dilation and curretage procedure). At the time of the report, the device dislocation, menorrhagia and dysmenorrhoea had not resolved and the abortion spontaneous, pregnancy with contraceptive device, dyspareunia, rash, pruritus, psychological trauma, erythema and uterine pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, dysmenorrhoea, dyspareunia, erythema, menorrhagia, pregnancy with contraceptive device, pruritus, psychological trauma, rash and uterine pain to be related to essure. The reporter commented: since her removal surgery (right coil not found), she continues to experience severe pain and heavy bleeding during menstruation, as well as severe abdominal pain, when not menstruating. Mr- patient did not do follow-up testing. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(6) 2015: positive. Ultrasound scan - in (B)(6) 2015: eight weeks pregnant. Urine analysis - in (B)(6) 2015: eight weeks pregnant . Concerning the injuries reported in this case, the following one was confrimed in mr : vaginal bleeding . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, reporter added, patient historical condition added, concomitant drug added, events added as follows:- injury,erythema,pelvic pain, uterine pain. On 3-apr-2018: coding request. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right micro-insert was not in the fallopian tube, could not be located"), abortion spontaneous ("miscarriage at 10th week gestation") and pregnancy with contraceptive device ("pregnancy with essure") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "right micro-insert was not in the fallopian tube and could not be". The patient's past medical history included d & c. Concurrent conditions included vaginal haemorrhage and ovarian cyst. In october 2013, the patient had essure inserted. In march 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) with vaginal haemorrhage. In august 2015, the patient experienced menorrhagia ("heavy bleeding during menstruation"), dysmenorrhoea ("abnormally severe pain during menstruation"), dyspareunia ("pain during intercourse"), rash ("abdominal rashes and itching") and pruritus ("abdominal rashes and itching"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6)2015 , bilateral salpingectomy with removal of essure on the right side) and surgery (in may-2015 or jun-2015, dilation and curretage procedure). Essure was removed. At the time of the report, the device dislocation, menorrhagia and dysmenorrhoea had not resolved and the abortion spontaneous, pregnancy with contraceptive device, dyspareunia, rash and pruritus outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pregnancy with contraceptive device, pruritus and rash to be related to essure. The reporter commented: since her removal surgery (right coil not found), she continues to experience severe pain and heavy bleeding during menstruation, as well as severe abdominal pain, when not menstruating. Mr- patient did not do follow-up testing. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in april 2015: positive ultrasound scan - in may 2015: eight weeks pregnant urine analysis - in may 2015: eight weeks pregnant concerning the injuries reported in this case, the following one was confrimed in mr : vaginal bleeding quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2018: case became medically confirm, historical and concomittant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.